Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
As reported: "initial procedure was unk. It was did to revision surgery due to cut out the gamma nail with no union. It was implanted bha."